Event description:
Customer stated; pump had continued to infuse feeding of neocate jr. After dose was done. Caller does not know rate. Pt had ingested some air. However, pt did have a farrell bag which captures extra air prior to ingestion. Discomfort was short term and minimal. However, this pump had just been returned after servicing for a false "no food" alarm. Pt's mother has experience with the pump and not a new user. Pt had been on enteral feedings for years. Has diagnosis of mitochondrial metabolism and intestinal obstruction. Pt is currently fine. Pt injury or medical intervention reported? Yes, pt experienced short term injury.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Customer has indicated the pump will not be returned for eval. The device history record was review. No related non conformances or issues were found. Corrected the "manufacturer report number" on page 1. It should have been 1722139-2011-0073.